Event description:
It was reported, the subject device presented image noise and cable disconnection. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: image noise, error e216, error e226 and video connector is cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunctions: the camera cable has a broken wire, which prevents normal communication, resulting in image noise, error e216, and error e226. The cause of the occurrence could not be identified with the information available from this complaint and the investigation results. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.